Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) using internal paddles, the device charged to 120 joules. The clinician delivered 120 joules of energy to the patient. Subsequent to the event, customer biomed evaluated the device and could not initially duplicate the reported problem. However, the engineer was able to reproduce the alleged malfunction, but only when the multi-function cable was not properly connected to the paddle. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.